Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure due to poly dislocation on (B)(6) 2015. The patient was converted to a total knee.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Not returned by patient.